Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller, after escalating the issue, resolved it by using a new box of cartridges and went through nine cartridges to troubleshoot the problem. The caller declined further assistance and requested replacement supplies, which led to an updated goodwill order for a 10-pack of cartridges.